Event description:
It was later noted that the cause of death was ischemic stroke, not related to vns. No other relevant information has been received to date.

Manufacturer narrative:
H6 investigation findings: initial report inadvertently used d1401 instead of d15. H1 type of reportable event: initial reported selected malfunction instead of death.

Event description:
Product analysis was completed and reviewed and reported in manufacturer report number 1644487-2026-10521. Based on the generator product analysis, no anomalies were seen with the generator. This report is used to report the findings again on the generator. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was later reported that the patient's vns was explanted. The device has been returned and received by the manufacturer. Product analysis of suspect product in under way. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A call was received from a physician at the autopsy service facility. They reported that a patient had passed away and was implanted with a vns device. The provider asked about checking if the device was functioning prior to the patient¿s passing through interrogation. It was noted that the suspected cause of death appeared unrelated to the vns device, though there had been concerns about its performance before the patient¿s death. No other relevant information has been received to date.